Event description:
Caller reported malfunction on pump with code malf 5. There was no reported impact to the customer¿s blood glucose level due to the malfunction. Technical support provided information on how to reset the pump, assisted the caller in resetting it, and confirmed that the malfunction code did not recur. Customer was advised to continue using pump and to contact support again if the issue reoccurs.